Manufacturer narrative:
Per software engineering analysis there is no software failure: "there are two contributing factors to positional variation experienced in the observation made by the surgeon with the tactile awl tracked with the tera tracker. The first contributing factor is in the localization of the passive spheres. The optical camera has some variation in locating the passive spheres as they are rotated due to small variations in the manufacturing of the retroreflective components of the sphere. This phenomena can be seen with most instruments but is typically small. The second contributing factor is that the instrument undergoes a calibration of the tip location when the user inserts the tip into the divot on the patient tracker. This calibration builds in any error present at that point in time (for example, variation from the sphere tracking, calibration capture triggering before the tip is fully seated in the divot, and/or issues getting the tip to seat at the bottom of the divot correctly). Once calibration has been performed, the amount of error is then compounded with the sphere tracking variation in which users can experience ¿floating¿ of the tip as they rotate the tracking array (in this case, the tera tracker)." The behavior described is the intended behavior of the software. Software is functioning as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported being able to reproduce the reported issue up to 5 millimeters. 09/17/2015 a medtronic representative performed a navigation system check-out and tested instruments. System performed as intended. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, noted that on occasion he feels when he rotates the teratracker attached to a tactile awl without moving the tip of the instrument, the cross-hairs in the software appear to "float" a few millimeters away from where it originally was. This complaint is not tied to a particular occurrence but is more of a general feeling from the surgeon. In trouble-shooting, recommendations were made to ensure the surgeon or surgical tech is verifying these calibratable instruments appropriately and that they are not verifying before the tip of the instrument is actually perpendicular and fully in the divot. There was no patient present when this issue was identified.